Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 19feb2021.

Event description:
The international philips field service engineer (fse) reported that a ventilator was experiencing a defective power supply when switching on. The device was evaluated by the fse who confirmed the reported issue. The ventilator was returned to the customer not repaired due to the ventilator reaching the end of life. No other anomalies were reported. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.